Event description:
The pt contacted lifescan alleging that his one touch ultra meter was reading inaccurately high. The pt obtained at 180 mg/dl on the reported meter,. While experiencing no symptoms of high or low blood glucose levels. No actions were taken following the use of the meter that would affect his blood glucose levels. Within 10 minutes of his meter reading, the pt tested on his neighbor's meter nad obtained a 140 mg/dl. He contacted his physician and was advised to take a higher dosage of his oral medication. No further treatment was sought. The pt neither alleged harm nor experienced injury or medical intervention. The customer care rep discovered that the pt had been incorrectly cleaning the puncture area. The ccr walked the pt through two consecutive control solution tests and obtained a 186 mg/dl for a specified range of 100 through 136 mg/dl. Based on the failed quality control tests, there is an indication that the product malfunction and that the event meets the criteria for a medical device reportable. The meter strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.